Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery and intraocular lens (iol) implantation procedure, the haptic was found broken. There was no contact with the patient. The issue was identified after the product was opened. The patient did not require any medical intervention related to this complaint. According to the surgeon, the patient was not impacted or harmed due to the device's performance. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.11. Lens case received empty, no iol received. No root cause identified as no iol was returned for evaluation. Only lens case was returned. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).